Event description:
It was reported the patient was under the impression that only one lead was revised, so about 6 weeks ago, the patient went to get the other lead ¿taken care of¿ but the health care provider (hcp) told her it was red and that she would get infected. The patient did get an infection and ¿that was taken out.¿ the patient was waiting until next month to get another implant. The patient had a lot of scar tissue and the implant was sitting way too low. She was sitting on it and it gave her pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014 , product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID neu_recharger_acc, serial # unknown, product type recharger. (B)(4).